Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had moisture damage on the electronic stack noted. The insulin pump was unable to perform displacement test, operating currents and off no power test due to no button response. No isolation tape damage noted on lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer reported holding down buttons, then got a button error alarm. Blood glucose level at the time of the incident was not provided. The customer also stated that the insulin pump had been kept inside her wet swimsuit. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.